Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that customer experienced elevated blood glucose levels. Customer declined to troubleshoot with tandem technical support.